Event description:
It was reported the cs100 intra-aortic balloon pump (iabp), is not staying on when unplugged. It may be a battery issue. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site and evaluated the unit he found the problem was duplicated upon initial start of the pm procedures. He found that this was occured due to the back up batteries. He replaced the batteries. Performed functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Unit returned to customer. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿batteries¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
N/a.